Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had been having some retention and they increased the stimulation this morning. The patient confirmed that they have noticed improvement since the device was implanted, but there were times where it comes back. The patient stated that last night they had a hard time getting comfortable and when that happens they just go to bed because it's best to lay flat down when they're feeling that uncomfortable. Agent asked the patient if they were on 50% or greater symptom improvement and the patient stated that they've been at 50% but there were time they don't and were hopping to get higher than that. The patient noted that sitting was still difficult at times and they work around it. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported sometimes lost therapy benefit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.